Event description:
It was reported that, during field service, rust and corrosion was found in the attachment. There was no patient impact reported in this event. Additional information was received stating that bearings misaligned were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of corrosion in attachment is confirmed as internal tube bearings were corroded. The likely cause of failure couldn't be determined. It was noted also that distal bearings are misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.